Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the battery was removed from service. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery was removed from service.

Event description:
The manufacturer received product performance data, due to the battery exhibiting a communication error. And red status lamp. An additional battery subsequently, tested out of specification, during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted, for device analysis and investigation completion. Product event summary: one (1) battery ((B)(6)) was returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed, that the battery passed visual inspection and functional testing. The battery was able to adequately, charge and provide power to a test controller. No flashing red was observed, when connected to a battery charger. As a result, the reported not charging event could not be confirmed. Log file analysis revealed, that the controller in use, during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log file did not reveal, any power disconnect alarms within the analyzed period. However, review of the data log file revealed, an instance where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. Based on the data log file, the communication error most likely involving (B)(6). As a result, the reported communication error event was confirmed. The reported power disconnect alarm could not be confirmed. However, the observed communication error is likely related to the reported power disconnect alarm event. The batteries were lubricated prior to release. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system battery; d4: model #: 1650, catalog #: 1650, expiration date: 31-dec-2021, serial #: (B)(6), UDI #: (B)(4); d9: no; h3: yes; h4: mfg date: 04-dec-2020; h5: no; h6: patient ime code(s): e2403; h6: imf code(s): f26; h6: img code(s): g02002; h6: FDA device code(s): a0705; h6: FDA method code(s): b15, b17; h6: FDA results code(s): c04; h6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b5 a supplemental report is being submitted for a correction. B5 description of event problem corrected to include that the battery exhibited a communication error associated with a power disconnect alarm. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the battery exhibited a communication error associated with a power disconnect alarm.

Manufacturer narrative:
Additional information has been requested regarding the log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that when the battery was connected to the battery charger, the status lamp on the battery charger would light up red. The battery will replaced. No patient complications have been reported as a result of this event.